Event description:
About two weeks ago I updated the tandem mobile app to version 2.8.2 as directed by the email I received from tandem. Previous to the update I had no battery issues with my tandem insulin pump, but after the update my battery drained very fast it went from 100-percent in the morning down to 20-percent before going to bed at night. This required me to charge it before bed each night. If I failed to recharge it, I ran the risk of my insulin pump shutting down overnight. After three days of this I deleted the tandem mobile app off my phone and my pump battery drain problem ended. My pump now goes at least four days on a single charge. My name is (B)(6), my tandem t: slim insulin pump serial number is (B)(6). Address: (B)(6).